Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The patient reported that he quit using the ins 4 years ago, if not longer because the ins wasn¿t working properly. The patient reported that when he went to have his ins reprogrammed it fell on valentine¿s day. The patient reported that the healthcare provider (hcp) got the ins to turn back on, but they wanted him to come back because the girls in the office couldn¿t stay. The patient reported that after that he quit using the ins. The patient clarified the ins wasn¿t working properly because it wasn¿t helping with his pain and whenever he would cough, sneeze or laugh it would shock him. The patient reported that his primary care physician wanted him to go back to the hcp that put the ins in because he was in so much pain and taking pain medication now. The patient reported that he was taking handfuls of tylenol and excedrin to help with the pain, then went to the hcp to be put on something. No further complications were reported.